Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where user experienced false hypoglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the investigation analysis, the system displayed temporary mismatch between the sensor reading and fingerstick measurement on the 3rd day after insertion. The insertion site was still healing at the time of event, and as the sensor stabilized in the body, the system started to show better agreement between the sensor readings and fingerstick measurements. The system is currently in use, and the sensor data shows that it is performing within expectations.user wasn't hypoglycemic and did not require any medical attention or self treatment. Per dms, user is currently using the system with up to date information. D4.updated additional device information. H3.device evaluated by manufacturer?yes. H4. Device manufacturer date updated to 01jun2022. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.